Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the insulin pump has a line that goes around the perimeter of the display screen and the screen is scratched. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump may have been dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner and cracked belt clip slot at the battery tube threads area.